Event description:
Cq service received a request via phone call on (B)(6) 2021 for a quote for this device to receive an internal water pathway replacement due to discoloration present within the water pathway. The customer sent photos of the tubing to cq for review, and cq director of operations and epidemiologist reviewed the pictures and recommended the device receive an internal water pathway replacement on (B)(6) 2022. The customer was unable to send a device in due to a lack of loaner devices being available from cardioquip. An additional contamination report was made on (B)(6) 2023, but due to a lack of loaner devices, the customer was unable to submit a po for iwpr untl on (B)(6) 2024. This issue was initially identified on (B)(6) 2021.

Manufacturer narrative:
A cardioquip customer submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.